Event description:
It was reported that the patient faced bent cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was high and got treated with manual injection.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.